Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 31ga 6mm 10bag 500cs had foreign matter before use. The following was reported by the initial reporter: "it was reported that one syringe had liquid within the barrel. Verbatim: consumer reported found 1 of the syringes to have a liquid within the barrel. Found before use: lot # 0160511, catalog# 324912, date of event (B)(6) 2020. Sample status awaiting sample."

Event description:
It was reported that a syringe 1.0ml 31ga 6mm 10bag 500cs had foreign matter before use. The following was reported by the initial reporter: "it was reported that one syringe had liquid within the barrel. Verbatim: consumer reported found 1 of the syringes to have a liquid within the barrel. Found before use. Lot # 0160511. Catalog# 324912. Date of event; (B)(6) 2020. Sample status: awaiting sample."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0160511. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894675] noted that did not pertain to the complaint.